Event description:
During a laparoscopic gastric bypass with roux-en-y, the device delivered a cut line but no staples deployed. The procedure was completed with sutures and an additional like device. The operating room time was extended by 90 minutes. The pt was sent to ICU. Four days post-operatively the pt developed a bowel obstruction. An additional procedure was performed to examine the integrity of the anastomosis. Pt is scheduled to be released approximately three weeks from the original date of surgery.